Event description:
It was reported that the patient had a burning sensation during their MRI. No further intervention is planned at this time.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
B1 - type of report should have also marked product problem. The results of the investigation are inconclusive as the device was not returned for evaluation. During processing of this complaint, attempts were made to obtain complete patient information.